Event description:
On (B)(6) 2009, customer reports protime inr 6.7 vs lab inr 2.9. Pt therapeutic range 2.5 - 3.5 inr. No report of adverse events, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer eval/investigation currently in process.